Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the paramedics received an incorrect low reading when compared to the reading received at the hosp facility resulting in inappropriate initial intervention.